Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported, "I have been having problems with my band leaking for a long time." The pt added that "several times a year, I have had to get fills and [the doctor has been] unable to extract much fluid from the previous fill. As time has gone on the fills were not lasting very long. [The doctor] checked again and from one week to the next I lost about 75% of the fluid." Additional info provided by the health professional confirmed a "possible leak" after "f/u visits amount of saline found was minimal."